Event description:
Spontaneous call from patient with problem with cassettes when doing her mix. The lot numbers are 4063419 and 4135512. The cassettes would not allow for any bubbles to be removed and had too large of air bubbles. No interruption in therapy and no adverse event. Reported to (B)(6) by pt/caregiver.